Event description:
An uneventful lap chole operation was performed and the pt was discharged from the hospital within 24 hours. Six days later, the pt was readmitted for an emergency surgery. The surgeon found two clips floating detached from the cystic duct. The pt was doing well after the second operation and was sent home with no further complications.

Manufacturer narrative:
No pt info was provided due to pt protection laws in (B)(6). Three clip appliers were returned, decontaminated and inspected. The hospital was not sure which clip applier was involved. Lot #48426, (B)(4), mfg date 05/18/09. Lot #44348, (B)(4), mfg date 12/01/08. Lot #41797, (B)(4), mfg date 01/10/08. The three clip appliers were received in used, functional condition. One full 19-clip cartridge was fired through each clip applier over a small tube, to simulate the tissue of a vessel without incident. The eye gaps of the test clips were measured and found to be in specification. Because of full clip cartridge was able to be fired through each of the returned clip appliers and the eye gaps being in specification, the three clip appliers appeared to be functional and the root cause could not be determined. A review of each device history record found no issues.